Manufacturer narrative:
(B)(4). Date of event estimated. Therapy date estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of the heavily calcified circumflex artery, at some point during use of the xience pro stent delivery system, the stent dislodged. A snare device was used to retrieve the stent from the iliac artery and remove through the groin. Although there was a clinically significant delay in the procedure, there was no reported adverse patient sequela. Although requested, no other information could be recalled by the physician. No additional information was provided.